Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02585. The patient received an scs system, including two percutaneous leads, for back and leg pain. It was reported the patient had ineffective pain relief and felt left lead stimulation in his shoulder blade and arm. He reported his pain improved when stimulation was turned off and he had experienced at least 15 falls over the last 3 months. X-rays showed no lead migration. Follow-up indicated the sjm representative will attempt additional reprogramming at a later date. As the affected device is undetermined, both of the patient's leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.